Event description:
It was reported that the pump battery was unresponsive. It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl. The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.